Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ wrinkling: no observed. No additional observations are performed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side concern for textured implant device. The device remains implanted. Patient reported fluid accumulation and lobulated contours diagnosed by imaging exams.